Manufacturer narrative:
Initial results were not reported. The field service representative determined there was a problem with the ise pump tubing. The instrument was repaired.

Event description:
Four patient samples with discrepant results for sodium and potassium. The following data was provided, units of measure mmol/l: initial sodium result 84.0, initial potassium result 2.44. Same sample repeated three times for sodium, gave results of 109.2, 79.1, and 80.8. Same sample repeated for potassium gave result of 2.49. Same sample repeated on different analyzer gave results of 141 for sodium and 4.3 for potassium. Initial sodium result 102.0, potassium result 2.48. Same sample repeated 3 times for sodium gave results of 56.5. 93.6, and 92.5. Same sample repeated twice for potassium and gave results of 2.65 and 1.49. Same sample repeated on different analyzer gave results of 143 for sodium and 3.6 for potassium. Initial sodium result 94.0, potassium result 2.73. Same sample repeated twice gave results of 84.4 and 97.1 for sodium; 2.43 and 2.82 for potassium. Same sample repeated on different analyzer gave results of 141 for sodium and 4.1 for potassium. Initial sodium result 123.8. Same sample repeated twice gave results of 124.1 and 85.8. Same sample repeated on different analyzer gave result of 125.